Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_4__; occurrence: unable to perform complaint lot history check due to an unknown lot number for hyperglycemia & difficult/unable to operate. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, hyperglycemia & difficult/unable to operate), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for hyperglycemia & difficult/unable to operate. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd pen needles experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Complaint 2 of 2. Blood sugar was almost 600 [blood glucose increased]. Hit at the top of hill by a car [road traffic accident]. Knocked down [fall]. Broke out with a sweat [hyperhidrosis]. Had real bad nerves [nerve injury]. Hands were shaking [tremor]. Needle broke off into his stomach [injection site injury]. Started bleeding everywhere when the needle was pulled out [injection site haemorrhage]. Case description: this spontaneous case, reported by a consumer, to report adverse events and product complaints (pcs), concerned a (B)(6) years-old male patient of unknown age and origin. Medical history included high cholesterol. Concomitant medications included an unspecified medication to lower his cholesterol, insulin aspart and metformin; both for unknown indications. The patient received insulin glargine (rdna origin) (basaglar u80, 100u/ml) via a prefilled pen (kwikpen), at 56 units, daily at night, subcutaneously, for the treatment of diabetes, beginning approximately sometime in 2014. Since the time he started taking insulin glargine treatment, his hands were shaking because he had real bad nerves as he set the dial and the bd needle broke off into his stomach for which he called the emergency room (ER) and they sent the ambulance driver out and the needle was pulled out with a pair of tweezers and he started bleeding everywhere and then he put a big band-aid on it. Approximately sometime in 2018 (reported as a little over a year, or almost two years ago), while on insulin glargine treatment, he broke out with a sweat after injecting his medication which he possibly related to improper storage of his kwikpens and he also did not prime them (both were considered to be improper storage and use). His doctor asked him to go to s. While he was in the ER, his blood sugar was almost 600 and was brought down to where it was supposed to be (values, units and normal reference range not provided). On an unknown date, he recently had knee surgery for an unknown reason due to being hit at the top of hill by a car where he was knocked down, he had to have surgery, his knee was reopened up, and he could barely walk. The events of car accident, fall, blood sugar increased, car accident and fall were considered as serious due to medically significant reason. He also had kwikpens that would not push down (pc number: (B)(4) and lot number: d194013f) and (pc number: (B)(4) and lot number: unknown). Information regarding corrective treatment and outcome for events was not provided. Insulin glargine therapy was continued. The patient was the operator of suspect kwikpens and his/her training status was not provided. The kwikpens general model duration of use was approximately six years and the suspect kwikpens duration of use was not provided. The action taken with the suspect kwikpens was not provided and their return was not expected as the usage concerns were resolved after troubleshooting. The reporting consumer did not provide any relatedness for the events with insulin glargine therapy and its kwikpen devices. This case was cross-referenced with case (B)(4) (same reporter).